Manufacturer narrative:
(B)(4)

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-00815 and reference MFR. Report: 1627487-2016-00816. Adding leads as device 2 and 3. It was reported the patient has been experiencing pain at the ipg site approximately one month post implant. The pain occurred irregardless of using the system or recharging. The patient reported the ipg site was red and hot. The patient was briefly prescribed antibiotics. Then the patient was prescribed high dose steroids and the symptoms resolved with the steroids, however once the steroids were completed the symptoms returned. The ipg site is no longer red but is hard to touch. The patient reports she feels as if the ipg site is more shallow. Follow up information identified the patient was prescribed antibiotics again and the symptoms resolved, however the redness and irritation have returned. An allergy test was performed and it was determined the patient is allergic to several components of the scs system. The patient underwent surgical intervention on (B)(6) 2016 to explant the entire scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing pain at the ipg site approximately one month post implant. The pain occurred irregardless of using the system or recharging. The patient reported the ipg site was red and hot. The patient was briefly prescribed antibiotics. Then the patient was prescribed high dose steroids and the symptoms resolved with the steroids, however once the steroids were completed the symptoms returned. The ipg site is no longer red but is hard to touch. The patient reports she feels as if the ipg site is more shallow. Follow up information identified the patient was prescribed antibiotics again and the symptoms resolved, however the redness and irritation have returned. An allergy test was performed and it was determined the patient is allergic to several components of the scs system. The patient underwent surgical intervention on (B)(6) 2016 to explant the entire scs system.